Manufacturer narrative:
Information contained in this report was previously submitted through psr on 19apr2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, weight to the spec. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii and seroma.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "small amount of liquid." The device has been explanted.